Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. Siemens reviewed the data provided by the customer and determined that the quality controls were within range on the day of the event. As per siemens instructions, the customer ran a precision study, resulting acceptably. The customer also stated that there have been no further issues with patient results. The cause of the discordant, falsely elevated tni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower with "assay range" flags. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
Siemens filed the initial MDR on 02-jan-2019. Additional information (15-jan-2019): siemens investigated the issue and noted that the sample was processed from a primary tube. There was no indication that an instrument malfunction contributed to the discordant cardiac troponin-I (tni) result. The cause of the discordant tni result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.